Manufacturer narrative:
Method- device memory and ECG from incident reviewed. Results: AED did not advise shock- ECG analysis indicated rhythm not shockable. Results- AED indicated low battery 15 minutes after attempted deployment. History of battery use indicated battery had been in use 4 years.

Event description:
Device deployed for resuscitation attempt. Subject was not resuscitated. Ref: (B)(4) .